Event description:
It was reported that a physician in an online survey stated that "no, user was not able to successfully irrigate the retention cuff¿ because "for each product there are specific operating instructions and steps that do not achieve the desired results, if the application was not done properly (for each product, there are certain operating instructions and steps that will not achieve the desired results if the application is not done properly)" in relation to bard dignishield stool management system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a physician in an online survey stated that "no, user was not able to successfully irrigate the retention cuff¿ because "for each product there are specific operating instructions and steps that do not achieve the desired results, if the application was not done properly (for each product, there are certain operating instructions and steps that will not achieve the desired results if the application is not done properly)" in relation to bard dignishield stool management system.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect/ missing translation; missing instructions". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "insertion of device a. Unfold the length of the catheter to lay flat on the bed, extending the collection bag towards the foot of the bed. B. Attach the 50 ml syringe filled with 45 ml of water to the inflation port, but do not inflate. C. Insert the inflation cuff using a four-step process: 1) as previously stated in step 1, ¿preparation of sms prior to insertion¿, ensure the retention cuff is completely deflated. (Figure 4a) 2) holding the left point of the cuff between the thumb and index finger, fold the top right point of the cuff down and to the left in a 45 degree angle (figure 4b), in order to create a conical shape with a leading edge for easy insertion. (Figure 4c). 3) generously coat the patient¿s anus with lubricating jelly. 4) gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. (Figure 4d and figure 4e) d. Inflate the cuff with 45ml of water by slowly depressing the syringe plunger. The greeinflation port has an external pilot balloon used as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation (figure 5). If the pilot balloon indicates over- or under-inflation, use the syringe to withdraw the fluid from the cuff, reposition the cuff in the rectal vault and reinflate. Ensure the inflation port remains parallel to the catheter in order to prevent kinking of the inflation lumen and blockage of injected fluid. Figure 4 (a-c) ¿ folding the retention cuff. Fold the top right point of the cuff down and to the left in a 45 degree angle, using the left point as a vertex in order to create a conical shape with a leading edge for easy insertion. Figure 4 (d-e) inserting the device. Grasp the catheter and gently insert the cuff end through the anal sphincter until the cuff is beyond the external orifice and well inside the rectal vault. Figure 5 ¿ cuff inflation inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. 5. Irrigation of the retention cuff if the retention cuff area becomes obstructed with fecal matter, it may be irrigated by filling a syringe with tap water, attaching the syringe to the clear irrigation port and depressing the plunger (figure 7). Make sure the irrigation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of the injected water. Repeat the procedure as often as necessary to maintain proper functioning of the device. Ensure that water drains. Figure 7 irrigation of the retention cuff if the funnel or retention cuff area becomes clogged with solid particles, it may be irrigated by filling the syringe with water, attaching the syringe to the clear irrigation port and depressing the plunger." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.